Event description:
Follow-up intervention revealed the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient failed to place the ipg into surgery mode following an unreleased surgical procedure on (B)(6) 2019. As such, the ipg reflects the error message: " generator is not responding, contact the clinician." The patient will follow up with the physician as the next course of action.